Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge ejected out of the jaws when the device was fired. It was retrieved. A new device and new cartridge was used to continue the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.